Event description:
Patient was sedated for lumbar puncture with intrathecal chemotherapy. Lumbar puncture and csf collection completed without problem, attempted to attach it chemo syringe to hub of spinal needle, some flash of yellow methotrexate fluid noted, but once fully attached, could not infuse chemo, plunger would not budge. Removed, readjusted, and re-attached, still would not infuse. Removed again, spinal needle inspected by attending and csf noted to still be freely flowing. Third attempt also unsuccessful.